Event description:
Bard silicone foley catheter cuffed upon removal, caused hematuria, urologist removed device. Removed product from shelf, reported incident report, notified management, switched to kendall product, sent product back to bard.